Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) was missing a metal piece to screw into the tip. During integra's service evaluation, it was found that the device was missing a transducer and burn was also found in the coil form. There was no patient involvement or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c602) returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint: the handpiece has missing the metal piece to screw in the tip and was missing the transducer. The technician replaced a new coil form, new transducer and housing assembly. The handpiece was tested, and the handpiece passed all the testing parameters. Root cause analysis: the root cause was confirmed as missing metal piece to screw in tip; transducer and coilform defective and there was a burn in the coil form. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.